Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 363. On the same day of the event, a 2nd sample was drawn from the patient and tested. The result was 7. On the day after the event, the cardiologist requested a 3rd sample to be drawn and tested. The result was of a low value. The specific result was not provided. Repeat result: 5 (tested from the original sample which was frozen). The unit of measurement was not provided.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). Qc and calibration were acceptable. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation is ongoing.

Manufacturer narrative:
Section d4 was updated. Pre-analytical and instrument-related information were requested for the investigation but not provided. The customer was not interested in the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.